Event description:
It was reported that during implant the helix became stuck outside the lead and would not retract. The lead was not used and another lead was implanted. No patient complications were noted as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) - the full lead was returned, analyzed and no anomalies were found. It was noted that the proximal conductor was distorted, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism, there was tissue on the helix and the lead appeared to have been damaged at implant.